Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first staple firing on the stomach, the reload that was used on the powered stapler partially fired halfway then stopped. The staple line was incomplete distally. The stapler would not alloy to fired again and finish the firing. The surgeon retracted the blade and removal the partially fired load. They completed the firing and the remainder of the case with a manual handle and completed the case with no issues. After the case, the powered stapler and adapter were used tested on three other reloads and all loads fired properly on the same powered handle and adapter. There was no patient injury.